Event description:
A cartridge alarm 30 was reported by the caller. Although specific blood glucose values were not provided, it was indicated that the level was high, but did not exceed 500 mg/dl. The customer administered a correction bolus using the pump and successfully followed guidance from customer support to load a new cartridge and resume insulin therapy; the issue was resolved without any required assistance from a third party.